Manufacturer narrative:
This report is being filed under exemption e2012070 by arjohuntleigh polska sp. Z o.o. (Registration#3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration#1419652).

Event description:
Arjo become aware of the event with involved arjo device :opera lift. It was reported that during transferred the patient the handgrip of the spreader bar detached from the device. It was reported by customer that caregiver wrist has been hit by the spreader bar. On (B)(6) 2018 arjo received information that caregiver sustained metacarpal fracture on the left hand.

Manufacturer narrative:
The arjo representative became aware of the event where the caregiver sustained injuries during resident transfer using arjo opera device. It was reported that when the caregiver tried to use the handgrip (plastic element located on the spreader bar intended for grabbing and moving the spreader bar) to turn the lift spreader bar, the part unexpectedly detached from the device. As a consequence, the caregiver's wrist hit against the spreader bar and device lifting arm. As a result of this event, the caregiver sustained metacarpal fracture on his left hand. After the event, the device has been exanimated by arjo service technician. The lift visual condition was good despite the age of the device. When the arjo service technician attended to the customer to perform device evaluation the lift has been in use. Due to this fact it was impossible to carry out a functional test of the device. The arjo service technician noticed that handgrip has been already refitted on the device. The last device maintenance has been performed by the customer. Please note that the device has been in use for above 17 years. The devices are equipped with instruction for use (IFU kpx 01700.us) which provide information on how to correctly use the device. The IFU for opera contains section care of your opera: "the periodic testing to be carried out at weekly intervals." "General lift condition: carry out a general visual inspection of all external parts, and test all functions for correct operation, to ensure that no damage has occurred during use." "The expected operational life of the arjo lift is 10 (ten) years from the date of manufacture." Reported failure (handgrip become loose) is easy to be recognized by the user, if the lift is visually checked as required by the instructions for use (daily check to inspect external fittings is indicated to be mandatory in the care section of the IFU). Please note that the handgrip malfunction by itself did not cause or contribute to adverse event occurrence there should be present other factors. The reported event was considered to represent a sequence of unfortunate events. While the caregiver was assisting during repositioning the patient in the lift, the caregiver did not notice that the part started to detach and he hit the hand against the spreader bar and device lifting arm. Patient or user is not in any immediate danger and is not exposed to a risk to health, as long as the device is used according to labeling. When reviewing similar reportable events for the last 5 years, we have not found complaints with similar fault description. To conclude, arjo opera passive lift played a role in the complaint issue when the event occurred. Although the device did not meet its performance specification because the handgrip became loose, this malfunction did not affect directly in the adverse event occurrence. We report this event to competent authorities due to a serious injury sustained by a caregiver as a result of the event.